Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing threshold measurements two days post-implant. An x-ray was obtained indicating lead dislodgement. A revision procedure was subsequently performed wherein the lead was explanted and replaced. No adverse patient effects were reported.